Event description:
It was reported, the video system center showed the b40 communication error code. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.